Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), they performed opcab and folded the seal by pressing the wings in step 3 during the loading process of the heartstring 3.8mm product according to the IFU, but the seal did not fold properly and came loose. It was confirmed that the seal could not enter the delivery device through the inside of the window, so a new product was used and applied to the patient. The surgery was completed without any abnormalities in the patient's condition.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), they performed opcab and folded the seal by pressing the wings in step 3 during the loading process of the heartstring 3.8mm product according to the IFU, but the seal did not fold properly and came loose. It was confirmed that the seal could not enter the delivery device through the inside of the window, so a new product was used and applied to the patient. The surgery was completed without any abnormalities in the patient's condition. There was no patient harm. There was a delay of about 7-10 minutes.

Manufacturer narrative:
(B)(4). Updated fields: b4, b5, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 cprrected field-h6(medical device problem). The lot # 3000425725 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 03/03/2025. An investigation was conducted on 03/18/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock on, which prevents the white plunger from being depressed. The seal and tension spring assembly was observed in the loading device body. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal and tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.217 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based upon the received condition of the device, as well as the evaluation results, the reported failure "fitting problem" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.